Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one video for analysis. The complaint of extension line leak during use was able to be confirmed by the video as it revealed leakage from the white (proximal) line. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: do not clamp extension line in close proximity of the extension line hub to reduce the risk of component damage.". The customer report of extension line leak during use was confirmed by visual inspection of the customer supplied video. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint reports "the luer-hub(white) was leaking.". No patient harm reported. The catheter was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).

Event description:
Customer complaint reports "the luer-hub(white) was leaking.". No patient harm reported. The catheter was replaced. The patient's co ndition is reported as fine.